Event description:
It was reported that a large volume multirate infusor leaked at the filling port. It was further reported that only 10-20 ml of the dose was delivered to the patient and the pump was blocked. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured date: march 25, 2022 to march 26, 2022. H10: the device was received for evaluation containing fluid in the bladder. When the fill port cap was removed, no evidence of leak was observed at the fill port. A functional leak testing was performed with no evidence of a leak at the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.